Event description:
It was reported that the customer broke the belt clip for the insulin pump. The customer's blood glucose was 20 mg/dl. The customer stated that the paramedics came and treated him. The customer stated that the damage occurred when the customer's wife was attempting to take the insulin pump off and broke the belt clip. Advised that a replacement belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.